Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that approximately 10 minutes after insertion, it was noted that the intra-aortic balloon (iab) was expired. After three days of therapy, the patient was transferred to another facility with the iab still inserted. After another six days of therapy, the iab was removed on (B)(6) 2023. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).